Event description:
Information was received that during pre-test of this smiths medical cadd legacy plus pump, the pump failed calibration prior to dosing. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was verified. The pump was found to be displaying service due alarm messages during the investigation. Functional tests of the returning pump were performed and found the downstream occlusion sensor to be defected. Investigator's recommend a faulty downstream sensor to be replaced. Problem source could not be identified.